Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 4 minutes activation for the lesion in the posterior tibial artery, the guidewire became stuck in the recanalization catheter. The catheter and guide wire were removed as a single unit. There was no reported pt injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. There have been 4 complaints reported to date for corporate lot number gfxj0877, for this issue. The investigation is confirmed for material separation as the outer catheter and guide wire lumen had become separated from the metal tip. The investigation is inconclusive for guide wire issues due to poor sample condition, material separation at the distal tip. The definitive root cause could not be determined based upon the available info. It is known if pt and/or procedural issues contributed to the reported event.